Manufacturer narrative:
Investigation: one photo and twenty 3ml syringes in fully sealed blister packs confirmed to be from batch 9171885 (p/n 309657) were received and evaluated. It was observed there was a varying degree of missing print on the syringes. It appeared the syringe with the most print was missing above 2 1/2ml marking and the rest were progressive worse to the until there was no print on the barrels. Machine logs indicate there was issues with the print manifold during the manufacture of this batch. Potential root cause for the missing print defect is associated with an equipment failure. This was likely caused by a malfunction of the sensor that regulates the ink flow. The missing print defect was detected during the manufacture of a subassembly batch and a requalification was performed. It is possible some syringes were able to escape detection. Adjustments were made to the sensor and the manifold was cleaned (B)(6) 2019. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found experiencing 40 occurrences of scale marking issues before use. The following has been provided by the initial reporter: it was reported that syringes had defective scale markings. Per pir: defective markings identified and product being pulled email: hello bd team, it was just brought to our attention that some of the 3ml syringes have defective markings. Our quality rn is in the process of working with the store room to pull them. The bd reference # is (B)(4) and the lot# is 9171885 (exp 05-31- 2024).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found experiencing 40 occurrences of scale marking issues before use. The following has been provided by the initial reporter: it was reported that syringes had defective scale markings. Per pir: defective markings identified and product being pulled. Email: hello bd team, it was just brought to our attention that some of the 3ml syringes have defective markings. Our quality rn is in the process of working with the store room to pull them. The bd reference # is 309657 and the lot# is 9171885 (exp 05-31-2024).